Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 05/16/2011.

Event description:
System couldn't make x-ray, error message was displayed "gigalink not locked".